Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (medwatch# 5076044) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from a pin sized hole located on the seal of the device. This event occurred during preparation of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.